Event description:
Reporter stated that patient's blood glucose was tested, using the suspect device, with a result of 130 mg/dl. Reporter indicated that no action was taken based on this valve. Ten minutes later, patient reportedly lost consciousness. Reporter stated that patient's blood glucose was retested, using the suspect device, with a result of 45 mg/dl. Patient was given a glucogon shot, by reporter, and 15 minutes later, patient's blood glucose reportedly measured 80 mg/dl, on the suspect device. No additional treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.